Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set disconnected the following information was received by the initial reporter with the following verbatim; pump set tubing became disconnected at the distal end when connected to a csd.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.